Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that on (B)(6) 2023, the patient's infusion set's tubing was detached from the connector. The issue occurred with one infusion set. She tried to treat it with correction bolus via pump. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.